Event description:
It was reported that there was alerts for the right ventricular (rv) lead having low impedance on the rv and superior vena cava (svc) coils on multiple days. The rv lead therapies were reprogrammed off and the patient was admitted to the hospital until the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It had also been reported that a high rv threshold alert was observed on the device memory data upon interrogation the day of the system replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.